Manufacturer narrative:
Date should be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the proportional solenoid (psol) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned psol pcb, no anomalies were observed. The psol pcb was assembled into the failure investigation test ventilator for analysis. The ventilator powered on but failed at power on self test (post) for 'abnormal restart'. The fault was isolated to component u12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the field service engineer evaluated the ventilator and replaced the pressure solenoid printed circuit board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the 700 series ventilator has abnormal restart (inoperative). Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.